Manufacturer narrative:
The siemens field service engineer identified the cause of the of smoke as a melted measurement unit board. The fse replaced the measurement unit and returned the instrument to service. The instrument is performing according to specification. No further investigation is required.

Event description:
A siemens healthcare field service engineer detected smoke coming from the bcs xp instrument during installation at the customer site. The instrument was shut down to investigate and repair the source of the smoke. The measurement unit was replaced. The issue occurred during installation of the new system, it was not used for testing patient samples. There was no report of adverse health consequences as a result of incident or delay in instrument installation.